Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by fever, chills, nausea and vomiting, and abdominal pain. On the same day, the patient was hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with bactrim (orally, dose and frequency not reported) and other unknown antibiotics for the peritonitis. In the same month as the onset of peritonitis, the patient¿s pd catheter was removed. In the same month, pd therapy was stopped and hemodialysis began. At the time of this report, the patient was not recovered from peritonitis. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).